Event description:
A report was received that the patient developed an infection at the ipg site. The patient underwent an explant procedure. The physician did not think that the infection was device related. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 16497403, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.